Event description:
It was reported that multiple alarm 20s occurred during insulin delivery. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge and continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.